Manufacturer narrative:
Concomitant medical products: product ID: bi71000416; product ID: bi71000542; product ID: bi71000901; product ID: bi71000469; product ID: bi71000429; product ID: bi71000444; product ID: bi71000175; device evaluated by manufacturer, adverse event problem: no. Products have been returned to medtronic for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the hv cable chain, hv tank, x-ray t ube, and charger enclosure were all replaced. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was frozen, it was completely down. There was no patient involved. Additional information was received, it was reported that the door cables were broken.

Manufacturer narrative:
Continuation of d10) additional info: product ID: bi71000416, serial/lot #: (B)(6), product ID: bi71000901, serial/lot #: (B)(6), product ID: bi71000542, product ID: bi71000469 , serial/lot #: (B)(6), product ID: bi71000429, serial/lot #: (B)(6), product ID: bi71000444 , serial/lot #: (B)(6), product ID: bi71000175, serial/lot #: (B)(6). H3: additional info: the product bi71000542 was discarded by the manufacturer representative. Codes b18, c20, d15 are applicable. H3: additional info: the products bi71000429, bi71000444r, and bi71000205 was returned to the manufacturer for analysis. Analysis found that the parts were returned unused. Codes b01, c19, d14 are applicable. H3: device evaluation: the x-ray tube was returned to the manufacturer for analysis. Analysis found that the complaint "system frozen" was unable to be confirmed. Visual inspected confirmed damaged hardware. There was a crack and dent in the cathode well and port respectively. Analysis found that the reported event was related to a physical damage issue. Codes b01, c07, d02 are applicable. H3: device evaluation: the high voltage tank was returned to the manufacturer for analysis. Analysis found that the complaint "system frozen" was unable to be confirmed. Visual inspected confirmed a damaged high voltage tank. There were multiple crack in the cathode chamber.. Analysis found that the reported event was related to a physical damage issue. B01, c07, d02 are applicable. H3) device evaluation: the enclosure charger was returned to the manufacturer for analysis. Analysis found that the complaint "system frozen" was confirmed. The enclosure charger was installed in an imaging system. The system did not initialize, as there was a firmware issue. Dash software confirmed the defective charger card #6 and #7. The component was unable to charge the batteries.. Analysis found that the reported event was related to a electrical issue. B01, c02, d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000205, lot/serial/version #: (B)(6) d9, h2, h3: hardware was returned and analysis was performed. The reported complaint "system frozen" was unable to be confirmed. Visual inspection of cables shows multiple cables in the cable chain were cut when removed from the system. Damaged cable chain assembly. B01, c07 and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.